Event description:
Additional information received from reporter on 30-aug-2023, for mw5120318. Correcting manufacturer information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
Multiple enfit ports malfunctioned at least a day after the tube was placed.